Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was monitored and no a13 alarm, no a17 alarm, no a21 alarm, no blank display and no frozen display during our testing. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked reservoir tube lip and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart. The customer's blood glucose reading was 250 mg/dl at the time of incident. Troubleshooting found that the pump also has a frozen screen, the keypad buttons are not responsive and there are multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.